Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose level was 438 mg/dl at the time of incident and customer current blood glucose level was 332 mg/dl. Customer other relevant blood glucose level was 436 mg/dl, 406 mg/dl, 302 mg/dl, 400 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer was treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.